Event description:
A customer reported a cartridge change error with their pump, indicating an issue during the loading process. There was no adverse impact to the customer's blood glucose level. Initially, efforts to resolve the issue were unsuccessful, but with the assistance of technical support, the customer successfully loaded a new cartridge onto the pump and resumed insulin administration.